Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was alarming error code 1260. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair in used condition. The reason for return is not related to a past service. Visual evaluation found rear housing/front housing were cracked, lens display was cloudy. The ac connector, dose connector, air detector, downstream occlusion (dso) sensor and upstream occlusion (uso) sensor were contaminated. Unable to download in the event history logs due to alarm message error code 1260 on the pump display. Found microprocessor unit (mpu) board was inoperable, causing alarm messages and displayed error code. The most probable cause of primary problem was faulty mpu board.